Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that the day after implant of the implantable cardioverter defibrillator (ICD) system they had a hematoma that required surgical intervention. The ICD and leads remain in use. No further patient complications have been reported as a result of this event.